Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had recorded a code 1007 indicative of capacitor charge time exceeding the limit. Technical services (ts) reviewed that fault code 1007 is an expected fault if changing occurred during MRI exposure, however there was no known magnetic resonance imaging (MRI) exposure. The crt-d had not been checked for a long time, and the battery had depleted in november 2020. The patient was in the intensive care unit (ICU) for unrelated reasons, and the patient will be going into comfort care. This crt-d remains implanted. There was no plan to replace the device, and the tachy therapy was turned off. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had recorded a code 1007 indicative of capacitor charge time exceeding the limit. Technical services (ts) reviewed that fault code 1007 is an expected fault if changing occurred during MRI exposure, however there was no known magnetic resonance imaging (MRI) exposure. The crt-d had not been checked for a long time, and the battery had depleted in (B)(6) 2020. The patient was in the intensive care unit (ICU) for unrelated reasons, and the patient will be going into comfort care. This crt-d remains implanted. There was no plan to replace the device, and the tachy therapy was turned off. No additional adverse patient effects were reported.